Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 07/08/2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Pairing testing was performed and the test passed, however, functional testing was performed and the test failed. Data was not available for review. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.